Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, when the operating room staff removed the vasoview hemopro endoscopic vessel harvesting system from the package, the silicon jaw boot was peeling off the tip. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no signs of usage. The cold boot was peeling on all sides. The device had no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).